Manufacturer narrative:
Block b3- approximated based on the date of revision. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 13467957, UDI: (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) lead revision procedure due to an unknown reason. No further information could be obtained.

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) lead revision procedure due to an unknown reason. No further information could be obtained. Additional information was received that the patient underwent a revision procedure due to impedance issues on the lead. The explanted leads were kept by the facility and will not be returned.